Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The investigation revealed an adhesive contamination under all four button contacts making them intermittent/unresponsive/delayed response. Display is pink and dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.